Manufacturer narrative:
D1: brand name: neria guard.

Event description:
Unomedical reference number (B)(4). Event occurred in the cananda. On (B)(6) 2024, a patient reported an infection at the injection site that had started approximately 36 hours earlier. The patient received treatment through urgent care to control the infection. The patient mentioned that the medication had previously been effective but might have to be discontinued. No further information available.